Event description:
After finding a broken laryngoscope in our crash cart in ICU, a sweep of the hospital found one more broken laryngoscope mac #3 in the intubation box in the same ICU. This was not used on a patient and the packaging was saved. This is the second similar event with this device type within one week at this facility.